Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok button is hyper responsive scrolling thru menus and resulting in frequent ghost bolus of 0.00 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/21/2013 with the following findings:the keypad cover was found to be torn over the up arrow and down arrow button. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow and contrast button responded appropriately. The keypad cover was removed and the up arrow and ok key contacts were found to be inverted. There was evidence of contamination found under all key contacts.